Event description:
An orthofix xcaliber fixator was applied to the pt. Two days after surgery the fixator became unstable. The doctor tightened the device again. After one week the fixator ball-joint became unstable again. The doctor decided to replace the fixator with a orthofix procallus fixator. Pt is expected to heal as desired.